Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient who had a capsule removed via enteroscopy. Based on the information provided the "capsule was stuck due to anatomical changes via prior procedure". Frm-0089c - capsule incident questionnaire was sent to the customer to obtain additional information. No additional information has been received since the case was opened. Due to the lack of information received, the cause of the reported issue could not be assessed. We will continue to follow up with the customer for additional information and submit a follow-up report once any information is received

Event description:
(B)(6) 2025 - we were notified of a patient who had a capsule removed via enteroscopy. Based on the information provided the "capsule was stuck due to anatomical changes via prior procedure". Frm-0089c - capsule incident questionnaire was sent to the customer to obtain additional information. No additional information has been received since the case was opened. Due to the lack of information received, the cause of the reported issue could not be assessed. We will continue to follow up with the customer for additional information and submit a follow-up report once any information is received.